Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user smelled insulin near the cartridge and connector and later found the cartridge was not seated in the chamber, with the connector likely loose; the user¿s blood glucose was 348 mg/dl, and supplies were changed with guidance including confirmation that the ¿shark fin¿ should be straight up and down. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting to change the infusion set and cartridge and to verify correct connector orientation, with a plan to follow up to ensure stabilization. Investigation included remote troubleshooting and counseling on proper assembly and infusion set use. Investigation of this case revealed that the cause was unclear, with a probable connection issue at the cartridge or connector leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.